Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an issue in stocking cubie. The technical support specialist remoted in and confirmed that there was no issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medbank system prevented user when trying to access medication to patient. However, there were no adverse events or injuries reported based on this event.